Event description:
Customer reported an overinfusion of morphine on a pca module on a critically ill pt in the ICU. Reporter attached a new syringe of morphine and 1 hr later the syringe was empty. Three hrs after, event pt "coded" and was treated with 0.4mg of narcan. Pt had a previous "code" event prior to this incident. At this time, pt has stabilized. Intended programming was: morphine 1mg every 6 minutes; 4 hr. Lockout (40mg). Syringe concentration was 1mg/ml. Device event log review completed and determined the following user programming details: morphine (_mg/_ml). Drug amount = 1 mg. Diluent = 55 mls (conc = 0.018 mg/ml). Pca only mode. Pca dose = 1 mg. Lockout interval= 6 minutes. Max limit = none. No guardrail warnings were received and the infusion was started. Note: with the parameters entered above, one pca dose of 1 mg would equal 55 mls of fluid. Twenty seven minutes later, the syringe was removed and almost immediately reinserted. The programming was then change to: morphine (55 mg/55 ml) and previous program restored with a max limit set at 40 mg. The following warning was displayed: max limit exceeds guardrails limit of 30 mg/4h and user elected to proceed. A 1mg dose was delivered and then an empty syringe alarm was displayed. Customer provided results including recommendations to implement hard guardrails limits and reinforce with staff the importance of adhering to guardrail alerts.

Manufacturer narrative:
Pt info requested and all available info is included.